Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms number 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. A visual inspection found the tamper seals intact, and the pump cracked on the lower right front corner of the top case. A review of the event history log identified motor rate error in the history. Functional testing was performed using the occlusion test. During testing, the reported problem was duplicated. Motor rate error occurred during the occlusion test. The problem was associated with a combination of worm coupling and worm gear not operating as intended. The root cause of the failure was unable to be determined. To resolve the problem, the worm coupling and worm gear were replaced and preventive maintenance performed.

Event description:
It was reported that the pump displayed a motor rate error. No additional information available. No patient injury was reported.